Event description:
It was reported that the customer experienced high blood glucose levels. The customer's blood glucose was 600 mg/dl. The customer treated her blood glucose with a manual injection and boluses from the insulin pump. Troubleshooting was done. The customer expressed thirst as a symptoms related to her high blood glucose. The customer stated that the drive support cap appeared normal. The customer stated that there was a champagne sized bubble in the tubing. The customer confirmed that no leaks were observed. The customer stated that the cannula was not bent. Advised customer to change the entire infusion set, reservoir, and insulin and then treat per healthcare provider's instructions. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.